Event description:
It was reported that there was a communication problem. The patient was unable to recharge his stimulator and was receiving poor communication screen on both the recharger and patient programmer on the day of the report. The green light was on when the recharger was plugged into an outlet. Changing out the batteries to the patient programmer was tried. The patient's last recharge session was just a few weeks prior to the report. The patient usually kept it on a pretty low setting and it would last quite awhile. The patient had never had a problem keeping a charge, but had had issues with getting contact of the charger in exactly the right spot to pick up a signal. Even in the past when the patient would recharge, it took a long time to get recharger exactly where it needed to be to charge. It was disclosed that the patient fell one day prior to the report and landed on his butt and his back, it happened so fast that the patient didn't know exactly how he landed but he might have landed on the side where the stimulator was located. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3550-39, lot# n200012, implanted: (B)(6) 2009, product type: accessory. (B)(4).